Event description:
Same case as 2134265-2014-03638. It was reported that stent dislodgement occurred. The 3.0mm x 35mm, 75% stenosed target lesion was located in the bifurcation of the mildly calcified, non-tortuous first diagonal branch of the left anterior descending artery (lad). After an intravascular ultrasound (ivus) was performed using an opticross imaging catheter, a non-bsc stent was advanced but was unable to cross the lesion. The device was exchanged and two promus premier stents were deployed at the first diagonal branch. Post deployment, ivus was performed and a promus premier stent was advanced to treat the bifurcation however, resistance was encountered. The device was unable to cross the lesion and the stent was dislodged. The physician then implanted the dislodged stent at the proximal end of the lad. Subsequently, dilation at the bifurcation was performed using an unknown balloon catheter and an opticross imaging catheter was advanced. Ivus was performed but the image disappeared. The device was removed; however, the guidewire tangled with the opticross imaging catheter and the catheter shaft got detached. The device was then removed together with the guidewire and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).